Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) confirmed that the hospital engineer had removed smart remote manager (srm) refrigerator for repair which had also disconnected the med auxiliary tower. So, the fse reconnect med auxiliary tower to med auxiliary, as the component is completely disconnected. After that the tower was recovered successfully. Then the fse ran hardware test application (hta) and the test passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer failed showing device not detected on bus. Customer tried to recover drawer and reboot the station but the same issue occurred. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.